Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: date unknown. If explanted; give date: not applicable, lens remains implanted. (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. The customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that despite the correct position of the intra-ocular lens (iol), there is a residual astigmatism of -2.0 at 117 degrees in the auto refraction. The values were entered correctly during the online calculation and the iol position was checked twice in mydriase. Through follow-up we learned that a rotation was performed on the (B)(6) 2019. No issues were reported with the procedure. Visus post-rotation is +0.25/-1.0 bei 63 visus=0.5. No additional information was provided.